Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the reason the ins went dead was because they were in the hospital for 26 days. It was noted that the patient's spinal meningitis was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was in the hospital for 26 days due to spinal meningitis. The patient said they did a low back MRI and the patient was questioning how he had an MRI before. The patient further stated he didn¿t call for guidelines because he was knocked out (under anesthesia), but said the MRI department called for guidelines and they were told the patient could have an MRI because they were on hold. The patient did not have their programmer with him at the time of the MRI. The patient said they had another MRI 3 weeks later and the patient was awake. The patient said they did not ask questions. The patient¿s programmer showed the patient was only head eligible. The patient repeated that they had a low back MRI when they were knocked out. When the patient came home from the hospital due to the spinal meningitis, he did not know if he broke his device because it took a long time. The patient further said the implant was dead, so it took a while. The patient confirmed they recharged and was able to turn the device back on. The patient was asked if the spinal meningitis was unrelated and the patient said, ¿he fell some time ago, so it was kind of related because of what the doctor did and everything.¿ the patient noted he had back surgeries and then went home. No further complications were reported.